Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the electrograms revealed that the implanted cardioverter defibrillator (icm) exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was doing well.

Manufacturer narrative:
Patient's age should have been (B)(6) rather than blank. Patient's history was added.